Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
The image is off.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of inaccurate ultrasound image was unconfirmed. The image is comparable to a test scanner and a test 3cg sherlock sensor was inserted and works fine with this scanner. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. A history review of serial number dybyac516 showed no other similar product complaint(s) from this serial number. Evaluation findings are in section h.11.

Event description:
The image is off.